Manufacturer narrative:
An eval of the event has been initiated at mako surgical. A review of case session files revealed that all recorded values were within acceptable tolerances. There is no indication of a rio malfunction. Further clinical eval is in progress and a supplemental report will be submitted when results are obtained.

Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2013. The pt's knee became infected and the surgeon performed an incision and drainage (I & d) procedure and exchanged the tibial insert for a new one. The surgeon stated that the implants were stable during the revision procedure.